Event description:
The customer reported that they were unable to acquire a 12-lead ECG on a pt.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire a 12-lead ECG on a pt. The customer evaluated the device and could not reproduce the reported symptom after the event. The customer contacted philips for support. Info was provided to assist the customer with testing. The device passed the tests that were attempted with the assistance of philips response center and stated that they were satisfied with the result. We will consider this a malfunction based on the initial symptom reported by the customer. We cannot identify the cause because the symptom could not be reproduced by the customer when guided by the philips response center. A use issue at the time of the reported symptoms cannot be ruled out.